Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A lot history review (lhr) of revh0014 showed no other similar product complaint(s) from this lot number.

Event description:
Line inserted by renal reg 22.6.12 and fell out on (B)(6) 2012. Cuff separated from catheter. Cuff remained in the tunnel had to be removed.